Event description:
A stent in good position failed to drain and needed a percutaneous nephrostomy for stent which failed to drain, with antegrade proof that the stent would not drain and was in good position.